Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a 60 ml bd luer-lok¿ syringe sterile, single use was found with defective markings. No report of serious injury or medical interventions reported.

Manufacturer narrative:
Investigation summary: one photo revealed skewed print on 1 syringe therefore failure mode is confirmed. Most probable root cause is that the syringe did not correctly feed into the printer. Syringe mis-fed into the printer or sat incorrectly in the chains while it went thru the printing process. This is a blip defect and is not indicative that other syringes are affected. There were 17 inspections on 136 parts and there were 18 inspections on 900 parts with zero defects found. Plug gauge. (Which is used to identify that the scale is in the spec location) was performed 9 times on 36 parts with zero defects found. Investigation conclusion: 6217899-860#2-9/3/16- blisterpak there were 17 inspections on 136 parts and there were 18 inspections on 900 parts with zero defects found. Plug gauge. (Which is used to identify that the scale is in the spec location) was performed 9 times on 36 parts with zero defects found. CAPA (B)(4) addresses the quality issue in this complaint; investigation comments: picture revealed skewed print on 1 syringe. Syringe did not correctly feed into the printer. Syringe mis-fed into the printer or sat incorrectly in the chains while it went thru the printing process. This is a blip defect and is not indicative that other syringes are affected. Yes â¿¿ based on an evaluation of severity and frequency it was determined that a corrective action (CAPA) is required at this time. CAPA #(B)(4) was initiated to determine root cause and implement corrective action to reduce/mitigate occurrence of this issue. Investigation comments: picture revealed skewed print on 1 syringe. Root cause description: syringe did not correctly feed into the printer. Syringe mis-fed into the printer or sat incorrectly in the chains while it went thru the printing process. This is a blip defect and is not indicative that other syringes are affected.